Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained episodes and an increased sensing integrity counter (sic). T-wave oversensing (twos) was also noted. It was additionally reported the right atrial (ra) lead had occasional far field r-wave (ffrw) oversensing. Follow-up was attempted with the physician; however, no additional information could be obtained. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.